Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, the pump had a battery life issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 10/03/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/07/2016 with the following findings: evidence of short battery life was illustrated with 20 count drastic voltage drop leading to ¿cs128¿ alarm on (B)(6) 2016. The returned battery cap was able to fit and to maintain electrical connection. The ez-prime steps were performed correctly and all currents draws measured within specifications. Therefore, during the actual testing, the short battery life issue was not duplicated. The pump¿s cover was removed and no further moisture ingress was found to the printed circuit board. Unrelated to the original complaint, the battery compartment was noted to be cracked and the display was dim and discolored. Moisture corrosion was observed in the battery canister. Leak test failed due to a battery compartment leak. The bolus button cover was torn; however, it was properly responsive to user inputs. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.